Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode, due to a discrepant integrated circuit.

Event description:
It was reported that upon interrogation the device exhibited backup operation. The device was still in the box.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.